Event description:
Reporter alleged blood glucose measured 279 mg/dl back to back with a result of 62 mg/dl when testing was performed 3 minutes apart. Customer stated having low glucose symptoms at the time and self treated with food as a result. No other actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.